Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). DHR (device history review) is pending for lot # 931a66. When the DHR is completed, a supplemental medwatch will be sent. Additional information received: the colostomy bag is temporary to allow time for the anastomosis to heal. The surgeon routinely gives the patient a colostomy bag when he encounters a challenging case such as for very low tumors like this case was, or if there are certain patient factors or intra op complications. Additional information was requested, and the following was obtained: 1. What were the indications for surgery? Ans: low rectal tumor, 5cm from anal verge. 2. Does surgeon believe the ethicon device caused or contributed to the patient complications? Ans: yes. 3. Did the patient receive any preoperative chemotherapy or radiation? Ans: patient received preoperative radiotherapy only. 4. What is the surgeon¿s experience with the device? Ans: highly experienced. 5. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low-b. 6. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 7. Was the device difficult to close? Ans: no. 8. Was the device difficult to fire? Ans: no, normal force was used to fire the device. 9. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: ¾ revolutions. 10. Were there any issues noted with staple formation at any point throughout the care of the patient? Ans: no, the staple formation looked complete under visual inspection, with no malformed staples. 11. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: intra-operatively, when the air leak test identified the leak, the anastomosis was inspected trans-anally. No use of endoscope was required as the anastomosis site was close to the anal verge. When inspected, the distal donut was found to be partially cut at the staple line which was noticeably complete, with no malformed staples. The surgeon used a scissors to remove the distal donut and proceeded to repair the anastomotic leak using sutures. 12. What was observed at the site of the leak? Ans: only air bubbles when air leak test was performed, no malformed staples or visible perforation observed at staple line. 13. What is the current status of the patient? Ans: patient has been discharged with a colostomy bag which will be removed in a few weeks. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that a brand new cdh29a stapler was opened and used for the circular anastomosis during a laparoscopic low anterior resection procedure. Sales rep was present during the procedure to guide the surgeons through the process of using the circular stapler. During the firing sequence, the surgeon firing the device was instructed to squeeze the stapler firing handle until it touches the body of the device (plastic to plastic), and to only release the firing handle after a crunch noise is heard indicating the breakaway washer has been cut through. When the surgeon fired the device, the sales rep did not hear a crunch noise and alerted the surgeon to squeeze harder until a crunch is heard before releasing the firing handle. However, the surgeon said she heard the crunch noise and felt it and was under the impression that the firing sequence was complete. The stapler was then opened and removed from the patient. When the donuts were inspected, it was noted that only the proximal donut was present, and the breakaway washer was still not cut through. An air leak test was performed, and bubbles were present indicating a leak. Surgeon then proceeded to hand sew the anastomosis as there was not enough margin for the surgeon to fire another circular stapler as the resected tumor was very low. Dry firing of the stapler was performed outside the patient and the stapler could be fired optimally, cutting through the breakaway washer without excessive force needed. After the anastomosis was successfully hand sewn and tested for air leaks, the patient was given a colostomy bag. The surgery was delayed by 120 minutes.

Manufacturer narrative:
(B)(4). Date sent: 02/2/2023. Additional information: DHR (device history review) completed for lot # 931a66.